Event description:
The user facility reported that the involved destination sheath fish mouthed over the dilator and ripped a bigger hole. Had to end early, hold pressure, and add a femostop. The patient was in stable condition. The procedure outcome was completed unsuccessful. The event occurred intra-operative. Additional information was received on 26 jun 2023: the procedure being performed for the patient at the time the issue occurred was a peripheral intervention with right common femoral access. The procedure had to be aborted due to bleeding. The case was not completed. The patient did not require a blood transfusion and has not yet been rescheduled for another procedure. The blood loss amount was unknown.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
Additional information was received on 17 aug 2023: vessels were calcified. There were no issues with micro-puncture access. Once sheath was introduced in right common femoral artery (rcfa), a steady ooze around the sheath was noticed. Bleeding progressed to the point manual pressure was held. They got to a point where they couldn't manage, so manual pressure was held along with using a femstop.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide additional information to section b5, to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One 6fr destination sheath with its dilator fully inserted was returned for assessment. The sheath and dilator were subject to visual analysis. No abnormalities were seen. The sheath tip inner diameter (ID) was measured to be 0.085", and the specification is 0.085-0.089". The dilator outer diameter (od) was measured to be 0.081" and the specification is at least 0.081". All measurements were within specifications. The complaint cannot be confirmed for deformation of the sheath tip/fish mouthing because no abnormalities were seen on the sheath nor dilator, and measurements were within specifications. No failure mode was detected on the returned device. The exact root cause of the patient bleeding could not be determined. The complaint mentions that there was difficulty inserting the sheath into the vessel access site. It is likely that the vessel was damaged during attempted insertion of the sheath and dilator. Calcification of the entry site may have exacerbated the issue. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).